Event description:
It was reported that when using the bd pyxis¿ es refrigerator pocket was not recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a field service engineer (fse) confirmed that the issue was recovered and resolved by the customer by recover. The system functioned as intended after the customer resolved the issue.